Event description:
The patient had two model 3186 leads from the same lot. The patient reported her scs system was explanted sometime in (B)(6) 2013 because it was not effective in helping her pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.